Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg6u1z802, ubd: 02-feb-2025, UDI#: 00763000051112 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that the patient had a lumbar fusion done around july of last year. The neurosurgeon reached out to a physician and told that he cut the catheter during the fusion surgery. Shortly after a catheter access port (cap) procedure was done, it was confirmed that the catheter was not functioning properly, as it could not be cleared and no dye injected at that time. The plan was to schedule a catheter revision at that time. The patient was focused on recovering from her back surgery, which was why the catheter revision surgery was delayed. The distal and spinal segment of the old 8780 kept in placed then pieced together with new 8780 and 8785. The customer refused to return the device. The healthcare provider (hcp) has no further information for medtronic. The issue was resolved. No symptoms were reported . Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was revised on 20n25-05-15 and discarded.